Manufacturer narrative:
Batch review performed on 17 june 2022: (B)(4) items manufactured and released on 08-oct-2021. Expiration date: 2026-10-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Clinical evaluation: revision 1 month after rsa due to dislocation of the humeral implant from the glenosphere. The components remained intact and we cannot detect any hint of a defect that led to the problem. These events are normally originated by insufficient re-establishment of soft tissue tension after the operation. Therefore, the surgeon decided to revised the implants with bigger sizes implants in order to give more tension to the soft tissues. No reason to suspect faulty implants. Additional item involved in the event, batch review performed on 17 june 2022 reverse shoulder system 04.01.0172 glenosphere 36xø27 (k170452) lot. 2101362 lot. 2101362: 100 items manufactured and released on 09-june-2021. Expiration date: 2026-05-30. No anomalies found related to the problem. To date, 44 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 month after the primary, the patient returned for the control rx with no pain or symptoms. Dislocation of the liner from the glenosphere was detected only after x-rays. The revision surgery was performed and the surgeon revised successfully the glenosphere and insert (ø36 to ø39).